Manufacturer narrative:
Weight-ethnicity:unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.0/1.5/92 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a shorter lens due to excessive vault. Cause reported as unknown.